Event description:
Attempted to flush clave infusion port with prefilled pf nss. Unable to flush. When syringe removed noted clave to appear broken! Syringe had piece of clave system stuck inside of it. Attempted x 2 with same outcome. Also attempted to connect tubing from bard syringe pump to clave, again unable to infuse! Clave appeared to be broken.